Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device, after an unspecified procedure. Reportedly, a proglide device failure occurred. The method used to achieve hemostasis was not reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.